Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing came out of leur lock hub leaving the hub connect to IV but the tubing separate.

Manufacturer narrative:
One sample model me2020, lot 25019013 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the male luer no other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and male luer could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated on jul 22nd, 2025 to communicate and reinforce the correct solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.